Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and experienced high blood glucose levels of 33 mmol/l. The customer treated it using manual injections. The insulin pump also received an insulin flow blocked alarm with resulted in high blood glucose values. The customer declined the troubleshooting for high blood glucose with the insulin pump. Troubleshooting was not performed for insulin flow blocked alarm. The device will not return for analysis.